Manufacturer narrative:
Device evaluated by MFR: a 4x4x40cm mustang balloon catheter was returned for analysis. The device was returned inside the customer's 5fr sheath. The device was removed from the sheath. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 20mm distal of the proximal markerband. The distal section of the balloon material had been pushed distally towards the tip of the device. This type of damage most probably occurred when the device was being withdrawn through the sheath/guide. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found the shaft of the device to have severe kinking/stretching damage beginning approximately 20mm distal of the proximal markerband and extending approximately 12mm distally. This type of damage is consistent with excessive tensile force being applied to the device. Both markerbands were undamaged and present on the shaft of the device. The distal markerband had moved proximally on the device due to the severe damage to the shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 26jan2021. It was reported that balloon damage was encountered. A 4.0 x 40, 40cm mustang balloon catheter was selected for use; however, it was noticed that balloon was damaged. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a complete balloon circumferential tear.